Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
An asymptomatic patient presented in the clinic with a device that was post-paced t-wave oversensing on the ventricular lead. As a result, the patient received inappropriate atp. The case was clinically resolved by repositioning the lead.